Event description:
The balloon ruptured horizontally. The physician could not get the balloon back out of the pt. Upon exerting force, the distal half of the balloon came off inside the pt and was not retrieved. Clinically the physician believes the pt will not be affected adversely by the piece of the balloon that remains inside the pt. The pt did not require any add¿l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt code: nonabsorbable materials, unretrieved in body not listed in the instructions for use. Device code: balloon rupture is listed in the instructions for use. Balloon burst, compliance, and fatigue verification testing performed. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Per specs, each device is leak tested and the balloon bonds are examined. These detection activities will likely result in a very high probability of detection to prevent rupture. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. The rated burst pressure, rbp is documented in the IFU and label. An examination of the returned device did not find evidence of a longitudinal tear in the proximal section of the balloon. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The longitudinal rupture will frequently burst circumferentially at the point of highest constriction. The balloon rupture ultimately resulted in difficulty removing the device. Inflation pressures were not provided and the pt anatomy was not described. In the absence of complaint detail it is difficult to determine factors other than pt anatomy that may have contributed to this complaint. Due to this absence of detail the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.